Manufacturer narrative:
To aid in the investigation of this issue, one (1) physical sample was returned for evaluation by our quality team. Through examination of the sample, the needle presented no defects and no rubber component was found within the needle. The cannula point was observed well formed. Based on the preventive measures in place, it is unlikely that coring resulted from poor or insufficient de-burring of the cannula. It is possible that the stopper conditions (ask your supplier for material changes as well as recommendations of storage in case humidity and/or temperature affects the fragmentation of the rubber) and the handling of the product had a role in the reported incident. As this needle has a short bevel, it should penetrate the vial stopper at a ninety-degree angle to minimize the risk of coring. At this point, an exact cause could not be determined for this incident. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd conventional needles needle cores. The following information was provided by the initial reporter translated from french to english: when taking the nexium 40 ampoule preparation, a tiny part of the rubber ended up in the syringe. Risk that this little bit will be injected into the patient. The preparation has been thrown away.